Event description:
It was reported that the nurse wanted to confirm the arctic sun device was working appropriately. The nurse stated the water temperature had dipping down a lot and they was unsure if this was normal. The water temperature was get super cold and they could saw dips in the blue line on the graph. They confirmed with nurse the patient was in normothermia. The target temperature was set to 37c, patient temperature was 37.4c, and water temperature was 16.5c. Confirmed all four pads are on patient with good coverage, no exposed abdomen. The nurse stated patient was actively shivering. The nurse stated based on the graph, as the patients temperature raises, the water temperature was dipping. They informed nurse the device was working appropriately. The water temperature was adjusting as needed in response to the patients temperature. They explained when a patient was shivering, they are generating heat. The device was able to sense this and would cool the water to compensate for this. They recommended nurse consult there protocol for shivering. Counter warming measures such as warm blankets or a bair hugger might help if okay according to their protocol. The nurse confirmed the provider did mention adding blankets to the patient so they would did this. They discussed the device had a half degree tolerance, and the patient was within 0.5c from target so the device would slowly cool the water to avoid overshoot. The nurse asked if there was a way to see the exact water temperatures over the past two hours. They informed nurse during therapy, they would need to use the graph to estimate patient and water temperatures if they did not see them in real time. Once therapy was completed, the patient case data can be downloaded to view exact temperatures. Encouraged nurse if they have any more questions or issues, to call us back.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found as not a complaint. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found as not a complaint. UDI related data quality updates only. UDI format updated with available product information per gudid as requested. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse wanted to confirm the arctic sun device was working appropriately. The nurse stated the water temperature had dipping down a lot and they was unsure if this was normal. The water temperature was get super cold and they could saw dips in the blue line on the graph. They confirmed with nurse the patient was in normothermia. The target temperature was set to 37c, patient temperature was 37.4c, and water temperature was 16.5c. Confirmed all four pads are on patient with good coverage, no exposed abdomen. The nurse stated patient was actively shivering. The nurse stated based on the graph, as the patients temperature raises, the water temperature was dipping. They informed nurse the device was working appropriately. The water temperature was adjusting as needed in response to the patients temperature. They explained when a patient was shivering, they are generating heat. The device was able to sense this and would cool the water to compensate for this. They recommended nurse consult there protocol for shivering. Counter warming measures such as warm blankets or a bair hugger might help if okay according to their protocol. The nurse confirmed the provider did mention adding blankets to the patient so they would did this. They discussed the device had a half degree tolerance, and the patient was within 0.5c from target so the device would slowly cool the water to avoid overshoot. The nurse asked if there was a way to see the exact water temperatures over the past two hours. They informed nurse during therapy, they would need to use the graph to estimate patient and water temperatures if they did not see them in real time. Once therapy was completed, the patient case data can be downloaded to view exact temperatures. Encouraged nurse if they have any more questions or issues, to call us back.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the nurse wanted to confirm the arctic sun device was working appropriately. The nurse stated the water temperature had dipping down a lot and they was unsure if this was normal. The water temperature was get super cold and they could saw dips in the blue line on the graph. They confirmed with nurse the patient was in normothermia. The target temperature was set to 37c, patient temperature was 37.4c, and water temperature was 16.5c. Confirmed all four pads are on patient with good coverage, no exposed abdomen. The nurse stated patient was actively shivering. The nurse stated based on the graph, as the patients temperature raises, the water temperature was dipping. They informed nurse the device was working appropriately. The water temperature was adjusting as needed in response to the patients temperature. They explained when a patient was shivering, they are generating heat. The device was able to sense this and would cool the water to compensate for this. They recommended nurse consult there protocol for shivering. Counter warming measures such as warm blankets or a bair hugger might help if okay according to their protocol. The nurse confirmed the provider did mention adding blankets to the patient so they would did this. They discussed the device had a half degree tolerance, and the patient was within 0.5c from target so the device would slowly cool the water to avoid overshoot. The nurse asked if there was a way to see the exact water temperatures over the past two hours. They informed nurse during therapy, they would need to use the graph to estimate patient and water temperatures if they did not see them in real time. Once therapy was completed, the patient case data can be downloaded to view exact temperatures. Encouraged nurse if they have any more questions or issues, to call us back.